Event description:
On 2022-jun-13 mpxr 959897 (rep): information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they were doing a routine battery replacement and they had electrode 6 and 7 over 4000. The rep mentioned the lead was fractured/damaged/broken. Doing normal impedance check when battery was replaced and noticed 2 electrodes over 4000. Changed ports and same issue occurred so they knew it was the lead. The hcp decided to replace both leads to allow patient to be MRI comparable. Replaced leads and all impedances within limits.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI#: (B)(4).